Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc- 118 -user applied blood to strip before inserting strip into meter test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was absorbed. Wife is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of blurry vision, excessive thirst, excessive hunger, excessive urination and physically tired. Customer stated they would go to their local hospital. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 498 mg/dl using truemetrix meter. The product storage location was undisclosed; the test strips were not out of the vial too long and are kept in the original container. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.